Manufacturer narrative:
Customer reported false negative covid results when testing two samples, collected a day apart. Field applications team performed retained unit testing and noted no issues. Customer informed field applications team that they had performed troubleshooting, as patient was symptomatic, and returned positive results using a separate, at home testing device, on both occasions. Customer noted that samples tested in 1x pbs produced a negative covid result, but samples diluted to 1:10 and 1:100 produced positive covid results. Customer has indicated that they will not provide samples for in-house testing by field teams and have provided only table summaries of troubleshooting. Data files of testing in question were not provided to field applications team for further investigation. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer reports that false negative result was obtained when testing a symptomatic patient on two separate occasions. Customer states that patient samples obtained on two separate dates, one day apart both returned negative results when test as per IFU, in 1x pbs. However, customer performed troubleshooting by testing at 1:10 pbs and 1:100 pbs and noted positive covid results. Customer indicates patient tested positive on both days using another device.